Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to lose or protruded drive support disk. Unable to perform prime or compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was able to rewind. Insulin pump passed displacement test. Drive support cap was normal. The insulin pump will be returned for analysis.